Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "dysfunctional catheter. Pump stopped several times. Lines reversed and insufficient low flow rate." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "dysfunctional catheter. Pump stopped several times. Lines reversed and insufficient low flow rate." Additional information was requested but was not available at the time of this report.